Event description:
IV pump believed to have malfunctioned and not infusing heparin drops (gtt) at appropriate rate. Heparin gtt infusing at 25 ml/hr with a previous therapeutic partial thromboplastin time (ptt) of 103.4. Midnight ptt level 41.0 and infusion increased to 2700 units/hr (27 ml/hr) per protocol. It was noted that IV that heparin was infusing through had a backup of blood. IV flushed and had blood return, infusion was switched to a new line. No blood backup noted with infusion. At 06:00, ptt returned at 46.3. Heparin bag was noted to not be as empty as it should be given the rate running. IV pump at no time alarmed for downstream occlusion IV pumped switched and red tagged.